Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of patient made mistake/touch contamination and peritonitis in a male patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. Treatment and outcome were not reported. On an unreported date, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. The consumer reported that the cause of the peritonitis was due to patient made a mistake/touch contamination and further explained that it may have happened when the patient dropped his mini cap and then picked it up to use it. Treatment was not reported and the patient was recovering from the peritonitis. It was not reported if dianeal therapy was ongoing. An opinion of causality was not provided. Product surveillance contacted the consumer on (B)(6) 2011. Reportedly, the minicap fell off of the transfer set. The caregiver capped the transfer set with a new minicap and had no further issues with the connection. The transfer set came in contact with the patient's skin and was subsequently replaced. The patient has since had his catheter replaced and is currently in a rehab facility. No further information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed because the consumer reported that there was a break in aseptic technique as the patient made a mistake/touch contamination, which is a use error that can cause peritonitis or potential contamination. A batch review was conducted for the potentially associated lot numbers (gd887711, gd887687) and there was no exceptions noted during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause for the report of use error-breach in aseptic technique was undetermined.